Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2013. On (B)(6)-2016, an ultrasound and hysterosalpingogram (hsg) were performed and the right coil could not be seen. The patient experienced pelvic pain and discomfort. She is scheduled to come in to the operating room to get images taken on (B)(6) 2016. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted. Approximately 2.5 years later, the right coil could not be seen at hysterosalpingogram (hsg). According to the physician, patient is scheduled to come to the operating room to get images taken (unspecified). The reported event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this particular case, consumer had pelvic pain and discomfort and essure was not seen at hsg (since the device is radiopaque, this event was regarded as device expulsion). Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. In this case, the physician stated patient was scheduled to the operating room to take images. Although it is unclear the exact procedure he was planning, since a surgical intervention cannot be formally excluded, this case was considered an incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information received on 03-may-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted. Approximately 2.5 years later, the right coil could not be seen at hysterosalpingogram (hsg). According to the physician, patient is scheduled to come to the operating room to get images taken (unspecified). The reported event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this particular case, consumer had pelvic pain and discomfort and essure was not seen at hsg (since the device is radiopaque, this event was regarded as device expulsion). Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. In this case, the physician stated patient was scheduled to the operating room to take images. Although it is unclear the exact procedure he was planning, since a surgical intervention cannot be formally excluded, this case was considered an incident. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs